Event description:
This report is being filed upon notification from our x-ray manufacturer in other country, the netherlands to submit this event. Problem: pt with an acute myocardial infarction was having an x-ray procedure in the cath-lab. During this procedure, she died on the x-ray table and this system quit functioning. The fluoro and digital runs would not work.

Manufacturer narrative:
Results, and conclusions eval - (other): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number, to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.